Event description:
It was reported by sale rep that the patient had total hip replacement surgery on (B)(6) 2024. On the first day after surgery, the patient had hip dislocate. Therefore it is necessary to perform revision surgery on (B)(6) 2024.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has surface damage consistent with implantation/explantation. Materials analysis, functional & dimensional inspection for the device were not performed as the device was returned damaged. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'conclusion/assessment: no clinical histories, pre or postoperative medical records or intraoperative or postoperative findings were provided for review. A single x-ray shows a dislocated right total hip. Film date is (B)(6) 2024. This is consistent with the pi report complaint. Event confirmation: a hip dislocation on the right can be confirmed. An x-ray shows the right hip dislocation on (B)(6) 2024. A revision surgery cannot be confirmed. Root cause: the root cause of the dislocation cannot be ascertained. A revision surgery cannot be confirmed without additional medical records." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported by sale rep that the patient had total hip replacement surgery on (B)(6) 2024. On the first day after surgery. The patient had hip dislocate, therefore it is necessary to perform revision surgery on (B)(6) 2024. Visual inspection: visual inspection of the returned device indicated that the device has surface damage consistent with implantation/explantation. A review of the provided medical records by a clinical consultant indicated: "a hip dislocation on the right can be confirmed. An x-ray shows the right hip dislocation on (B)(6) 2024. A revision surgery cannot be confirmed. Root cause: the root cause of the dislocation cannot be ascertained.' The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.